Manufacturer narrative:
One device was returned for repair with complaint of cassette error. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The downstream occlusion (dso) seal was damaged, and the dso voltage does not rise. Cassette not attached alarm was displayed every time cassette was attached. Probable cause was related to a defective dso sensor and a defective latch lock flex sensor circuit. Both sensors were replaced. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette error. The event happened during testing. There was no patient involvement, no patient injury was reported.